Manufacturer narrative:
The pump passed the rewind, basic occlusion, off no power, prime, displacement and self tests. However, the pump was received stuck in a motor error alarm loop during the bolus/basal delivery. Unable to confirm the motor position encoder error alarm due to several displayable history alarms in the history file. The alarms were due to a corrupted history file. No excessive no delivery alarms were noted. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. All operating currents were within specification. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after some no delivery alarms during manual prime. The customer also received a motor position encoder error alarm. Blood glucose value was 82 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.